Event description:
Affiliate reported that the device was revised as a blockage was suspected. It was also noted that during the revision, the silicone housing was broken between the valve and the siphonguard.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device returned was that of product code ns-9008 and not 82-3842 as previously reported. During the evaluation a cut in the silicone housing around the siphon guard was found. Although it is not possible to determine how the cut occurred, it might be possible that the device came in contact with the edge of a sharp instrument as each device is tested for leaks and blockages prior to distribution. This however could not be confirmed. Additionally, the instructions for use warn health care users to use caution as silicone has a low tear resistance. It was also noted that the device was not occluded as suspected by the customer. The device flowed as expected. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.